Manufacturer narrative:
Product lot # was not provided, therefore product expiration date is unknown at this time. A request for this information has been sent. Initial reporter's name, phone #, and email address was not provided. A request for this information has been sent. The product sample was sent to a cleaning agent and will be returned to 3m for analysis upon completion. Product lot # was not provided, therefore product manufacture date is unknown at this time. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. A new process improvement was implemented in dec, 2017 to further reduce incidence of solvent bond leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. Further process improvement efforts are being conducted. Requests for additional information on this reported incident have been sent. The product sample was sent to a cleaning agent. Upon completion, the product will be returned to 3m for analysis. Analysis is pending upon receipt of washed product. This complaint remains under investigation. A follow up report will be submitted upon analysis completion. End of report.

Event description:
A hospital employee alleged a 3m¿ ranger¿ high flow disposable warming set (model 24370) leaked fluid. Leakage location was not specified. The type of fluid was not indicated. No patient injury was alleged.

Manufacturer narrative:
A photo was provided reflecting the leakage location. Adverse event description updated. Requests for additional information on this reported incident have been sent. The product sample was sent to a washing contractor. Upon completion, the product will be returned to 3m for analysis. Analysis is pending upon receipt of washed product. A photo was provided reflecting the leakage location. Upon observation, it appeared the blue valve was disengaged and the leak occurred at the auto-venting bubble trap. It is possible the valve could have popped out when a pressure of 300mmhg or more was applied during pumping. However, to confirm the root cause if the issue, the sample is needed for analysis. This complaint remains under investigation. A follow up report will be submitted with any new information obtained.

Event description:
A hospital employee alleged a 3m¿ ranger¿ high flow disposable warming set (model 24370) had whole blood leak from the auto-venting bubble trap during pumping. Type of pump used was not specified. Flow rate or volume of fluid being infused was not specified. No harmful exposure to blood was specified. No injury was alleged.